Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) no problem found. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use. Rescheduled for software. As of now, the investigation is closed, if any new information is received future related to software update will reopen the complaint and update it.

Event description:
It was reported that before use the cs300 intra aortic balloon pump (iabp) goes in standby when auto filling. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1: event site name: (B)(6).

Event description:
It was reported that cs300 intra-aortic balloon pump goes in standby when auto filling.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site email), g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings, investigation conclusions).